Event description:
Broken rod of mis deformity construct migrated down to distal buttock, proximal posterior upper leg.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned viper2 straight rod noted that the rod had fractured. The remaining half of the fractured rod was not returned. A review of the device history record (DHR) found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis for the viper2 straight rod, ti found no observed trends for issues of this nature. Although the root cause of rod breakage is unknown, results of a scanning electron microscopy (sem) analysis show that the fractured surface exhibited smooth and grainy/rough regions which are indicative of fatigue failure. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is required as there has been no issue identified in the manufacturing or release of this device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.